Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event is estimated. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the 3.5 x 23 mm xience alpine was removed from the packaging. The sheath was removed and no difficulty was noted. The device was prepared for use; however, during loading onto the guide wire, the cath lab tech noted that the stent was missing from the device. The stent was found in the sheath. The device was not used and there was no patient involvement. No additional information was provided.